Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose of ¿high¿ (>600mg/dl). There were no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted that the pump had emitted one loss of prime warning. Troubleshooting indicated that the prime steps were not being completed with cartridge changes. There was no indication of a pump malfunction and the patient reportedly remained on the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.